Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap showed signs of a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap showed burnt on shrink tube area, and the shrink tube was found partially melted. The fiber condition may result in activating the fiberlife function which will modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The root cause of the device failure was determined to be localized heat accumulation/ user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, once the fiber was inserted into aperture; fiber did not work at 0 joules. A second fiber was used to complete the case. No injury to pt reported.